Event description:
Compeed bandages, cica-care wound-management dressings and similar products and silicone nose pieces on eyeglasses produce contact dermatitis after a sensitization period of 24 to 48 hours. Pt first discovered the sensitivity about 3 years ago when deep and painful lesions developed on their nose from the nose pieces. When pt went to their optometrist about the problem, the tech immediately said, "silicone allergy" and replaced the nose pieces with vinyl. Because bandages and wound-management systems are not labelled for silicone, pt subsequently suffered contact dermatitis from cica-care, and then discovered it was made of silicone. Today, after wearing a compeed bandage for 2 days, pt's skin turned red and started to burn. Pt quickly removed the bandage. Pt does not know whether compeed is made of silicone. However, pt feels companies should be compelled to label silicone in medical products made of silicone. It is otherwise impossible for people like pt to avoid triggering an allergic reaction. Further, if pt's sensitivity increases with each episode, as often happens with allergens pt could someday suffer a life-threatening reaction from contact with unlabeled silicone medical products.